Event description:
Customer called to report the reservoir door was opening on its own. It was stated that the door opened and the reservoir came out while customer was shopping and injected insulin without the customer's knowing. Customer was able to treat and correct the low bgs. Unit was not in a case. Device was not dropped, bumped, or exposed to moisture.